Manufacturer narrative:
\Initial reporter phone#: unknown. Initial reporter city and state: unknown, reported through (B)(6). Initial reporter zip code: unknown.. Investigation summary: exec summary: no physical device samples were received so the investigation was performed based on the photo samples of the device provided. This is the 1st related complaint for the reported lot number. The photos were examined and it was observed that the needle hub/shield assembly was detached from the barrel. No damage to the barrel tip was observed and manufacturing (holdrege) will be notified of the observed issue. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. CAPA/sa: based on the above CAPA (B)(4) has been opened to address this issue. DHR review: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 syringe 0.3ml 30ga 8mm hub separated. The following information was provided by the initial reporter : the customer reported that the needle with the shield was separated from the barrel.